Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up visit, the programmer experienced an auto shut down error causing the patient to feel palpitations. The pulse generator was appropriately reprogrammed back to nominal setting during re-interrogation. The patient would continue to be monitored.